Event description:
It was reported that the user contacted support upset about a blood glucose of 246 mg/dl while using the ilet system, and the agent began guiding a supply change before the call was disconnected when the user answered another call from a caregiver; no alerts or alarms were reported and the cause of hyperglycemia was unclear. Symptoms included hyperglycemia. Outcomes included user inconvenience without reported injury or hospitalization. Investigation included troubleshooting and education provided by support during the call. Investigation of this case revealed no device alarms and no confirmed device malfunction or component failure based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.